Event description:
The customer reported that a low volume of sample was delivered to well f5 while pipetting an hbc plate on summit. No error was reported. No death or serious injury was associated with this incident.